Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue. Unit also alarmed power loss and low battery alarms due to resistance issue relating to the connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The unit was received with minor scratched display window and casing.

Event description:
The customer reported via phone call that the insulin pump had a depleted battery life. The customer's blood glucose was unknown at the time of incident. The customer performed troubleshooting. The customer believed that they received replace battery now alarms without receiving prior low battery alerts. The insulin pump was returned for analysis.